Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the 1st valve was implanted too ventricular and a 2nd 23mm s3u valve was implanted. The patient is stable post procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. However, the following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3/s3u, and canada, procedural training manual, ous. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition thv was unable to be confirmed due to unavailability of relevant imagery/medical records. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. A valve in valve was needed for this patient on the same day due to the first valve was deployed too ventricle.' As such, available information suggests that procedural factors (improper valve positioning prior to deployment) may have contributed to the complaint event. However, without patient or procedural imagery, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.